Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 12.7 mmol/l. The caller stated that it was difficult to use the up and down buttons, and the insulin pump alarmed button error for a few minutes every few minutes. It was also reported that the buttons were starting to stick, starting about a day prior to the call. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.